Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the rubber keypad was peeling off. He says the "up" and "down" arrow buttons feel flat and says the pump is intermittently responsive to keypad button presses. The pt denies exposing the pump to moisture or cleaning products. There was no reported pt impact associated with this complaint.